Event description:
Clinical study. It was reported that following a stenting treatment procedure, the patient experienced in-stent restenosis and target vessel reintervention (tvr). The patient presented for treatment with an acute myocardial infarction (mi). Target lesion 1 was identified in the proximal left anterior descending artery (prox lad). Target lesion 1 was treated with a 3.50mm x 24mm express 2 stent. 384 days after index procedure, the patient experienced in-stent restenosis in the prox lad with 100% restenosis. The prox lad was treated with a 3.00mm x 23mm, 3.50mm x 23mm and 3.50mm x 18mm non boston scientific drug eluting stents. The patient was discharged the next day. The relationship of the device per the physician is possible.

Manufacturer narrative:
Device evaluation: the stent remains in the patient and the delivery device has been disposed, therefore, no direct product analysis will be available. The shopfloor paperwork for this batch shows that the product met its specifications. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.